Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the balloon was zeroed prior to insertion. Immediately after insertion and during therapy they lost fos and noticed blood in the driveline tubing. As a result, another iab was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon was zeroed prior to insertion. Immediately after insertion and during therapy they lost fos and noticed blood in the driveline tubing. As a result, another iab was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.